Event description:
Updated clinical narrative: (from aei) the field representative responded that hemostasis was achieved. Clinical narrative: an impella cp device was inserted via the right femoral arterial approach in a 74-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During impella cp support, it was reported that the patient developed bleeding at the groin access site, requiring manual pressure and placement of a femstop. The impella cp device was operating at performance level seven, providing approximately 2.9 liters per minute of flow. The purge solution consisted of 5 percent dextrose in water with 25 milliequivalents per liter of sodium bicarbonate. No additional clinical were available. The patient expired while on impella cp support. The death is being conservatively reported; however, the outcome is most consistent with the patient¿s underlying acute myocardial infarction, cardiogenic shock (scai stage e), and critical clinical condition.

Manufacturer narrative:
Updated b5. Event description additional information received. D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral arterial approach in a 74-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During impella cp support, it was reported that the patient developed bleeding at the groin access site, requiring manual pressure and placement of a femstop. The impella cp device was operating at performance level seven, providing approximately 2.9 liters per minute of flow. The purge solution consisted of 5 percent dextrose in water with 25 milliequivalents per liter of sodium bicarbonate. No additional clinical were available. The patient expired while on impella cp support. The death is being conservatively reported; however, the outcome is most consistent with the patient¿s underlying acute myocardial infarction, cardiogenic shock (scai stage e), and critical clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.